Event description:
On 5/6/93, an abbott 3 lumen cvp catheter was placed in the left subclavian vein. Post placement chest x-ray that day showed tip of catheter in the upper superior vena cava with no evidence of pneumothorax. Chest x-ray and chest cat scan on 5/11/93 showed a pneumothorax on the left with a hydro pneumothorax present. Physician felt the pneumothorax was probably related to central line placement, however, it is also possible this is the second etiology. Chest tube inserted. Patient discharged 5/18/93. All abbott 3 lumen cvp catheters have been removed from inventory and another company's catheter purchaseddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: other. Results of evaluation: none or unknown, unanticipated adverse reaction - short term. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, device permanently removed from service. The device was destroyed/disposed of.